Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor. During the last visit on november 25th, the patient reported that, due to fear of running out of battery, he was reducing stimulation and turning off the device at times. He also reported experiencing significant pain and has resumed using morphine and crutches. The reading taken that day showed 59% battery remaining, with an estimated lifespan of 1 year and 9 months. It was not possible to determine the lifespan at the time of implantation performed on (B)(6) 2025, as the report generated immediately after programming did not present this data, only showing the message "information not available". The other programming sessions recorded the following lifespan information: ¿ june 17, 2025: report indicated a lifespan of 2 years and 9 months. ¿ august 26, 2025: report indicated a lifespan of 6 months. ¿ september 23, 2025: report indicated a lifespan of less than 3 months, displaying the eri message. The action suggested by the doctor to maintain the patient's therapy was to replace the ins with a rechargeable model. Issue was not resolved. No appointment has been scheduled for the surgical intervention.

Manufacturer narrative:
Correction: sections b1, b2, b5, h1, and the annex f codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The report noted that a replacement product was required.

Manufacturer narrative:
G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was premature battery depletion. During the technical evaluation, the eri message appeared, which meant that the ins would reach the end of its life in approximately three months. It was asked, but unknown if medical or surgical intervention was needed to prevent a permanent impairment of a function.